Event description:
It was reported that a spectrum pump needed to come in for repair. The customer was unable to provide any explanation of why the pump needed to be replaced.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. Evaluation experienced a "door not fully latched" alarm. The door was able to latch close with a loaded IV set, however the force required to secure the door was above expected levels. Review of the history log shows multiple "door jammed" messages corresponding with the evaluator's findings. The door hooks and latch pins were replaced per baxter's service procedure to correct this condition.